Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that output sound was sometimes not audible. The patient was undergoing radiofrequency ablation (rfa) of the liver with a rf3000 radiofrequency generator. During the procedure, the output sound was noted to be sometimes normal and sometimes muted. The procedure was able to be completed with this device. There were no patient complications reported and the patient's status is good.